Event description:
Pt reported hyperglycemia (584 mg/dl) within the past 2 days. There was no report of medical intervention for treatment of blood glucose elevation. Pt also reported multiple instances of pump self-rebooting during the same time period.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.